Event description:
A report rec'd that the "bolus lockout limit" was not held after a lockout limit was programmed. During a training session at the user facility, when the device was programmed for continuous + bolus delivery, it was noted that after a lockout limit of 20 minutes was programmed; the device could be programmed to deliver above the 20 minute programmed lock out limit. Though requested, no add'l info was rec'd.

Manufacturer narrative:
The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).